Event description:
Heal laa study with patient identifier (B)(6). It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system. Prior to the commencement of the procedure a small, pre-existing pericardial effusion was identified. An attempt was made to place a 20mm watchman flx pro closure device. The 20mm closure device was removed and a 24mm closure device was successfully implanted. Post index procedure the patient experienced chest pain, shortness of breath, hypertension, and tachycardia. The patient was administered intravenous nitroglycerin in response to the hypertension. One day post index procedure the patient underwent dialysis due to pre-existing end stage renal disease. Two days post index procedure the patient developed hypotension, experienced chest pain and was diagnosed with a pericardial effusion with cardiac tamponade and pericarditis. After being transferred to the cardiovascular intensive care unit, a subxiphoid pericardiocentesis was performed which drained 450cc of blood. The patient was treated with prednisone and acetaminophen in response to the pericarditis. Three days post index procedure the patient exhibited persistent atrial fibrillation and a second pericardiocentesis was performed with 300cc of blood removed. Five days post index procedure the pericardial drain was removed. Nine days post index procedure the patient recovered and was discharged.